Manufacturer narrative:
The reported event of noise was confirmed in the device image, however it could not be reproduced in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number: 2017865-2025-15477. It was reported that at predischarge check lead noise was noted on right ventricular (rv) lead. The rv lead was removed from the header, cleaned, and reconnected however the noise was still present. The rv lead was then removed from the header and connected to the merlin psa and the lead noise was not being observed at this point. The replacement device was connected to the rv and the noise was still being observed. Both device and the lead were explanted and replaced due to oversensing noise. The patient is in stable condition.